Event description:
Caller alleged discrepant readings on meter vs. Lab. Caller has two meters. Both instruments are showing a wide range of readings. The inr on one pt was 1.1 and then 3.4 and then > 7.5 and 2.4. When sample was sent to the lab; the pt had an inr of 2.5. No other pt information provided.

Manufacturer narrative:
Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: greater than 7.5 inr result is excluded from the lists. Test 1 & 2 utilized meter with and test 3 utilized meter. The mean of the inratio meter and comparative system inr were calculated. Both inratio and lab values of test 1 fall outside the limits, so the criteria are not met and the values are discrepant beyond the documented variability for pt/inr testing. This would be subject to strips accuracy and/or precision testing as part of the complaint investigation if the meter was returned. Inratio precision data provided by end-user lot: date: 2009, 1st inr =1.1, 2nd inr = 3.4 3rd inr = 2.4. Inratio meter: mean: 2.3, sd: 1.2, %cv: 50.1. The 50.1% cv is more than 20%. The precision test failed the criteria for precision. Unable to test retained strips due to strip lot number was not provided. No further investigation is possible. The in-house mean calculation revealed inratio value in test-1 was outside the confidence lower limit. Precision cv calculation revealed higher than 20%. Product is not expected to be returned for evaluation. Investigation is closed. No corrective action is required as no product deficiency was established.